Event description:
It was reported to philips that the device displays an ECG malfunction noted when conducting the operational check. There was no reported patient involvement/adverse patient impact.